Event description:
It was reported that during a transthoracic insertion of the iab, approx 1/2 of the iab was inserted when blood was noted in the vicinity of the wrapped balloon, the iab was removed and replaced without any complications.